Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were supplied kit components including 30cc inflation driveline tubing, two 0.025" guidewire and teflon sheath w/dilator assembly; no damage or abnormalities were noted to the returned components. Upon return, the teflon sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A kink was noted to the iabc central lumen at approximately 4.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped. This packaging sticker is not to be removed. This condition indicates a potential that the catheter was not prepped per the instructions for use (IFU). As a result, an inservice has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Pre-caution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of 4 (four) leak sites are consistent with contact from a sharp object and were noted approximately 11.9cm, 12.4cm, 12.8cm and 13.2cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc dis-tal tip. Resistance was noted at approximately 4.6cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was leaking blood" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object, were found the on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates that the iabc was not prepped correctly per the IFU. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter was inserted in place, the counterpulsation pump was turned on for counterpulsation, and after a period of time, the device alarmed that it could not be counterpulsed, and it was found that the balloon was leaking blood, and the procedure was completed by replacing it with new supplies". Addttional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter was inserted in place, the counterpulsation pump was turned on for counterpulsation, and after a period of time, the device alarmed that it could not be counterpulsed, and it was found that the balloon was leaking blood, and the procedure was completed by replacing it with new supplies". Addttional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).